Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to perform all (performance verification test) pvt test in sequence and double check the test set up for the flow testing. Advised that if the flow test continues to fail that the flow sensor needs replacing. The customer corrected the pressure tubing connections to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported air flow out of tolerance. Pressure and flow testing was performed and the air flow at 120 was reading out of tolerance low at 105. The device was not in use at the time of the reported event.